Event description:
Patient underwent a sleep study and it was determine that they have sleep apnea. Further follow-up with the physician indicated that the sleep apnea was contributed to the phrenic nerve innervation as well as the high altitude of montana. The patient utilizes a CPAP machine and it was indicated that their pulse width was changed. No other relevant information has been received to date.